Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. During incoming inspection, when the evis exera iii video system center and demo assets gif-xp190n and pcf-ph190l were connected, b30 (scope communication) error occurred. Demo asset scope worked normally when it was used with a different cv/clv-190. In addition, the image was not displayed when gif-xp190n, and pcf-ph190l were connected. After the devices were reassembled, the issue was resolved. An e216 (scope communication) error was displayed. There was corrosion on the flat cable. Dust was inside the unit. A definitive root cause for the b30 (scope communication) error and no image displayed issues were not established. However, it is probable that the no image and e216 (scope communication error) occurred because of a loosened component part. The instruction manual provides the following: ¿[important information ¿ please read before use]. Do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Corrected data: h6 (type of investigation code "4110" was inadvertently omitted from the initial report. Investigation conclusions code "4307" is the code that should've been listed on the second follow-up report.)

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus field service leader reported on behalf of the customer, the evis exera iii video system center displayed a b30 (scope communication) error on the screen when connected to demo scopes (gif-xp190n and pcf-ph190l). While connecting gif-hq190 and cf-hq190l to the subject device it is working properly. Demo devices (gif-xp-190n and pcf-ph190l) worked properly with other cv/clv-190 sets. When the subject device was cross checked with another clv-190 it displayed a b30 error. It was determined the clv-190 worked properly but the cv-190 was the issue. The event occurred during maintenance. There was no report of patient harm associated with this event.